Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8347951; medical device expiration date: 2021-11-30; device manufacture date: 2018-12-13; medical device lot #: 8337858; medical device expiration date: 2021-11-30; device manufacture date: 2018-12-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll experienced foreign matter contamination. The following information was provided by the customer: material no: 306572 batch no: 8347951 & 8337858. It was reported that several syringes have an extra piece of plastic at the tip. Details of complaint (reported issue): several saline pre filled syringes noted to have extra piece of plastic at tip of syringe.

Manufacturer narrative:
Investigation: during DHR review the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue. The sample received was reviewed and confirmed barrel luer tip flash. The root cause may be related to moulding pin wear and inspection and detection methodology inadequacy on the moulding machine. CAPA 733763 has been raised to track corrective and preventive actions associated with this complaint.

Event description:
It was reported that two syringes 10ml ll experienced foreign matter contamination. The following information was provided by the customer: material no: 306572, batch no: 8347951 & 8337858. It was reported that several syringes have an extra piece of plastic at the tip. Details of complaint (reported issue): several saline pre filled syringes noted to have extra piece of plastic at tip of syringe.

Event description:
It was reported that two syringes 10ml ll experienced foreign matter contamination. The following information was provided by the customer: material no: 306572, batch no: 8347951 and 8337858. It was reported that several syringes have an extra piece of plastic at the tip. Details of complaint (reported issue): several saline pre filled syringes noted to have extra piece of plastic at tip of syringe

Manufacturer narrative:
Per additional information, the event description has been updated to include two occurrences where only one was originally reported. Describe event or problem: it was reported that two syringes 10ml ll experienced foreign matter contamination. The following information was provided by the customer: material no: 306572, batch no: 8347951 and 8337858. It was reported that several syringes have an extra piece of plastic at the tip. Details of complaint (reported issue): several saline pre filled syringes noted to have extra piece of plastic at tip of syringe.